Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. The device was returned to olympus for evaluation where service confirmed the customer's complaint. The device was found to have a non-olympus cable that was severely kinked. Therefore the faulty cable unit led to no image. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the miscommunication of the cable occurred and no images were displayed due to the cable failure of the non-olympus cable. A definitive root cause cannot be identified. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reports a hd camera head was found to have no image. There is no patient impact related to this occurrence.

Manufacturer narrative:
The device referenced in this report has not yet been returned to olympus for evaluation (although it is anticipated). The definitive cause of the user's experience cannot be determined at this time. The investigation is ongoing. This report will be updated upon completion of the investigation or upon receipt of additional relevant information.